Event description:
A customer contacted beckman coulter, inc. (Bec) to report that while troubleshooting a carryover issue, the customer noticed fluid underneath the coulter ac-t diff 2 analyzer. The baths had overflowed and the vacuum isolation chamber (vic) full. The operator was wearing gloves and a lab coat. Mucous membranes or open wounds were not exposed. The operator did not seek medical attention. There was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
The field service engineer (fse) found the drain tubing from the vic disconnected from the waste pump. The fse reattached the tubing, replaced all solenoid pinch tubing and the sample probe. The root cause for the baths overflow can be attributed to the disconnected vic drain tubing at the waste pump. Beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).